Manufacturer narrative:
The pdm will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the pt always carry extra supplies in case of an emergency.

Event description:
The customer reported that his "bg meter is not working properly". He had been experiencing low bg readings, yet the pdm gave a high reading of 298 mg/dl. In contrast, his back-up meter read 58 mg/dl. Five minutes later the pdm gave a low reading of 58 mg/dl (which was in line with the back-up meter's reading of 62 mg/dl). The customer questions the "erratic" bg readings from the pdm, which have now happened on two occasions. He also mentioned that he "ended up in the hospital", though no info was provided about the event. The pdm will be returned for evaluation.